Event description:
During the implantation of a 26mm sapien 3 valve in the aortic position patient tortuosity caused for an increased push force for the crimped valve to go through the esheath. The valve delivered normally, but on trying to remove the delivery system, the sheath was split and the ds and sheath had to be removed as a unit. Completion angio shows no disruption to right iliac, femoral, or access site. Patient seemed to be unaffected by this procedure.

Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted when additional information is provided.

Manufacturer narrative:
A supplemental MDR is being submitted due to additional information regarding a liner tear. After further case review as there was no intervention therefore, this event is not reportable. The investigation is ongoing.